Event description:
Additional info received from reporter on 10/25/2013: pt called to report that she went for a sonogram for her baby. She is 20 weeks pregnant with, and the physician can no longer locate the one essure coil remaining in her body. She is very concerned and upset and is worried about her health and the health of her baby.

Event description:
Additional info received from reporter (B)(4) 2013: I have gained a lot of weight, I have gone from a size 4 to size 10. My pregnancies in the past have never had any problem before and this current pregnancy has a low testosterone count and now I have to try to raise those numbers up.

Event description:
The reporter stated that her implant (right) fell out on (B)(6). She is sure of the date because she saw it in the toilet. Since the implant, she has gained a great deal of weight from size 4 to size 10, now has a virus on her pap smear and is now (B)(6) weeks pregnant with low placenta. She is very concerned about the baby since one (left) is still in and not sure how that will effect the fetus. Also concerned because she is having abdominal pain, tingling in her legs, nausea that started 3 months before pregnancy, bad migraines and vaginal burning. The reporter states that this should be taken off the market.